Event description:
Hospital has been using hemopro 2 for a few years and asked if maquet had a device with a foot petal because it is too hard to activate the hemopro 2 and they have thumb issues now.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25147359, 25147706 and 25147706; the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
Hospital has been using hemopro 2 for a few years and asked if maquet had a device with a foot petal because it is too hard to activate the hemopro 2 and they have thumb issues now.